Manufacturer narrative:
The customer declined to have the injector serviced. There was no indication that the user felt the injector was at fault. Extravasation or infiltration is a well known adverse effect of intravenous injections. Extravasation is generally not considered to be injector dependent.

Event description:
On (B) (6) 2010, infiltration occurred while using a ct9000 power injector; about 50ml was infiltrated. Protocol: 3.5cc/sec for 100cc. IV site: hand, 22guage needle. Swelling was noted at the IV site; warm compress was used to treat the patient. The patient is ok.